Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead caused a latitude red alert for intermittent loss of capture. The lead has been working appropriately up until a a week or so ago. Boston scientific technical services was consulted and suggested a device memory analysis to see if that can aid in determining what is going on. To date, there have been no adverse patient effects reported.